Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast reconstruction revision with a 685cc mentor memoryshape breast implant and experienced unexplained systemic symptoms, including infection on implant that looks like a pimple or cyst under the skin, chronic inflammation, constant joint pain, and chronic fatigue. Patient stated that the va gave diagnoses of fibromyalgia and spondyloarthritis. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On 23-sep-2019, mentor discovered there were patient codes missing from the initial report per review of the complaint file. Additional patient codes: added capsular contracture, infection, and no code available for surgical intervention in addition to the initially reported autoimmune reaction. The patient reported having PICC line in to fight infection, and that on (B)(6) 2016, left implant kept encapsulating and the doctor performed a revision surgery. Manufacturer¿s reference number: (B)(4).